Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the automatic inflation failed, pim module failure was detected, and after replacement of pneumatic module assy, all functional parameters of the device were tested and delivered for clinical use normally.

Event description:
N/a.

Event description:
It was reported that during pre-use testing, before use, the cardiosave intra-aortic balloon pump (iabp) unit had an alarm loop leak. There was no patient harm.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.